Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the beacon sharkcore 22g pre-loaded handle came apart during procedure. The orange handle separated from the white part of the handle. The device was used on a patient who was prepped for the procedure and under anesthesia. There was no injury to the patient or user, and no medical intervention was required. There was no or fire.

Manufacturer narrative:
Manufacture reference number:(B)(4). One used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.